Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "an actual sample was returned for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. The bronchial blue cuff passed as it was able to maintain its pressure at 25mbar. The tracheal clear cuff failed as it was unable to maintain its pressure at 25 mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on cuff. There is possibility of components stacking on cuff inside pouch that may cause the cut mark. Based on the investigation, the defect mode on cuff leakage was confirmed. Further evaluation and investigation will be investigated in the non-conformance that was opened. The root cause of this complaint is manufacturing related. The returned complaint device did not meet manufacturing release specification as there was a cut mark observed on the clear cuff. This complaint is confirmed and therefore a non-conformance was opened to evaluate this issue." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury.